Event description:
The customer reported the system had no power to it (no boot). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.